Manufacturer narrative:
Device evaluation anticipated, but not yet begun.no adverse effects were reported as a result of this event, however, the device malfunction is subject to the two year rule.

Manufacturer narrative:
The returned device was visually examined, and the reported damage was confirmed. The pentalobe tip has deformed/twisted in a manner consistent with screw insertion. This deformation precludes functional evaluation or measurement of the tip that would indicate its dimensional condition prior to the event. The device history record for this device lot was reviewed; a copy is attached to this file. There were no non-conformances or other issues identified with the accepted product that might have contributed to this event. The root cause of this event cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique (use of instrument with the corresponding torque limiting handle), and/or misuse.

Event description:
The sales associate reported the tip of the plug driver bent when the doctor put the plug in the screw. The rep reported the second plug driver in the tray was used to complete the procedure. No adverse effects were reported as a result of this event, however, the device malfunction is subject to the two year rule.